Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately calcified iliac vein. A 14-4/5.8/75cm xxl vascular balloon catheter was advanced for dilation; however, upon inflation the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. A balloon longitudinal tear was identified beginning approximately 10mm proximal of the distal markerband and extending approximately 10mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. The shaft was noted to be kinked at approximately 15mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately calcified iliac vein. A 14-4/5.8/75cm xxl vascular balloon catheter was advanced for dilation; however, upon inflation the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.